Event description:
An optician reported that a patient was diagnosed with a corneal ulcer. After the patient inserted a new pair of lenses, they experienced discomfort and burning in the right eye. The lenses were removed approximately 1.5 hours later and the patient consulted their primary care physician, who was unable to determine the cause. Anesthetic eye drops were administered, which provided immediate relief; however, the patient reported worsening pain afterward. The patient contacted emergency medical services and was advised that, if their vision remained clear, they can wait until the following day for further evaluation. On the next day, the patient presented to an ophthalmology emergency department, where they were diagnosed with a central corneal ulcer. The patient was prescribed azyter eye drops once daily, nereya solution, and vitamin a ointment for one week. It was reported that the patient's eye was bandaged and that they were unable to tolerate light during this period. During the second week, the patient noted slight improvement in light tolerance. On day 15, the patient was evaluated by the ophthalmologist, the corneal surface had healed but that full recovery would require additional time. The patient was prescribed thealose for five months.

Manufacturer narrative:
The lens is not available for evaluation as it was discarded. A review of the manufacturing records concludes that the product was manufactured, packaged and released according to global and plant product specifications. Based on all available information, no causal factors can be determined and no conclusion can be drawn.